Manufacturer narrative:
Common name: devices with this rpn not marketed in the us. No common name available. Procode: devices with this rpn not marketed in the us. No product code available. Catalog number: ult8.5-38-25-p-5s-cldm-tong-050399. PMA/510(k) #: devices with this rpn not marketed in the us. No PMA/510(k)# available. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was tested prior to an unspecified procedure. The device leaked from the hub during the test and was not used.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
Additional information: investigation - evaluation. A review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications, as well as a visual inspection and dimensional verification of the returned device was conducted during the investigation. One partially locked 8.5fr catheter in used condition was returned for evaluation. Upon investigation the returned device displayed additional side ports were observed along the catheter, from the proximal end to the pigtail. The holes appeared large, rough and oblong. It is believed that these additional side ports were implemented by the physician as cook implements quality checks which monitor and confirms the correct appearance and number of side ports prior to release. Leak testing confirmed the presence of a leak where the connector cap meets the catheter tubing. Tug and twist tests revealed that the proximal assembly was secure. Upon removal of the connector cap, the suture string was found to be partially wound in the threads and the catheter flare was lopsided with a lip. Additionally, a document based investigation evaluation was conducted. The instructions for use (IFU) instruct the user to inspect the product prior to use to ensure that no damage has occurred. A review of the device history record shows no relevant nonconforming events that could have contributed to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, examination of the returned product and the results of our investigation, a definitive cause could not be established. Appropriate measures have been taken to address this failure mode. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.